Manufacturer narrative:
Product analysis: the analysis could not confirm the customer comment of the programmer failed to start; the programmer turns on normally. It was also determined at analysis that the touchscreen was damaged at the lower center area, horizontal lines to the right of this damage does not work anymore. It was found some of the menu buttons are difficult to operate. The programmer failed the incoming test for a faulty power supply. The epg was not repaired, it was scrapped as it was no longer serviceable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer failed to start. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.